Event description:
The patient reported that he has been experiencing pain on his left hip ever since he had a left total-hip replacement in 2006. He said he feels a pinching, and burning pain everytime he walks, or moves.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Info pertaining to the device(s) was requested. If additional info becomes available, it will be submitted in a supplemental report.